Event description:
The customer reported that the system is not booting up and the left and right monitors would lose power.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep was unable to duplicate the problem. He pulled the error log off system, and found errors on left and right monitor. He replaced the left and right monitors. The system operates as intended.